Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to tibial component loosening at the cement to implant interface and poly wear. The tibia and femur both came out. It was also reported that the patient had an lcs knee 15yrs ago. Sales rep was unable to get stickers or the record. It was revised with an attune revision system. Unknown bone cement was used. There was no surgical delay. Doi: 15yrs ago, dor: (B)(6) 2022, affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.